Manufacturer narrative:
The implant coil will not be returned as it was lost; however, the pushwire is expected to be returned. Upon receipt of the device, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in a2, this coil prematurely detached inside the microcatheter. The coil was removed with microcatheter at the same time. There were not any patient symptoms or complications associated with this event. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at the proximal end. The implant coil was not returned as it was lost. Under the microscope, the coin was found located against the lumen stop and the shield coil was partially missing. During testing, the pushwire was broken distal to the break indicator at the manual detachment location (via hypotube) and the release wire was pulled out from the broken location for evaluation of the coin. The retainer ring appeared to be damaged and ovalized. Without returning the implant coil, any contributing factors from the implant coil could not be determined. It is possible that damage and ovalized retainer ring allowing the detachment ball slipped out from the retainer ring and can lead to premature detachment of the implant coil from the pushwire. It is possible that the bend in the pushwire and the damage to the shield coil occurred during shipping back to medtronic for evaluation. The lot history records of the retainer ring have been reviewed and no quality issues were noted. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.